Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that if the patient turned their stimulation off, they would feel a burning sensation ¿like a uti;¿ this had been happening since implant. It was also reported that on (B)(6) 2017, the patient was around a lot of computer equipment at the va, and that same day they noted that they suddenly started experiencing the burning sensation ¿like a uti.¿ then on (B)(6) 2017, the patient was trying to connect to the ins with their programmer (pp) and they saw a power-on-reset (por) code. It was recommended that the patient follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.